Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) experienced supraventricular tachycardia (svt) in the 120 bpm. The crt-d exhibited intermittent undersensing in the right atrial (ra) channel, and as a result delivered inappropriate pacing. The patient will continue to be monitored. This crt-d remains in service. No additional adverse patient effects were reported.